Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) no anomalies were found; full lead returned for analysis. Further testing revealed blood in/on helix/lobe mechanism.

Event description:
It was reported that during implant, due to "bad heart tissue", the atrial lead experienced high thresholds despite multiple positioning attempts. The lead was removed, and replaced. It was further reported that the replacement lead also experienced high thresholds. The second lead is still in use. No patient complications have been reported as a result of this event.